Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation, moderately calcified, moderately tortuous left anterior descending artery. The 3.5x19mm graftmaster covered stent failed to cross due to anatomy. Another 2.8x19mm graftmaster was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. A conclusive cause for the reported failure to advance could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. In this case, it is possible the device may have interacted with the moderately calcified, moderately tortuous lesion during advancement, resulting in the reported failure to advance; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.